Manufacturer narrative:
(B)(4); device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a sigmoid procedure, the physician has found after the introduction of the reload and the introduction of the jaws into the trocar the staples ejected from the device. This incident was repeated twice with the same batch charger. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Damaged cartridge.